Event description:
This is a spontaneous report by a consumer from (B)(6) of did not wear a mask and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient did not wear a mask. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized. On (B)(6) 2010, the patient began treatment with vancogen 2 grams ip once daily and fortum 1 gram ip once daily (reported as continuing). The outcome of the peritonitis was reported as resolving. Pd therapy continued. The nurse considered the root cause to be that the patient did not wear a mask.

Event description:
The transfer set separated from the titanium adapter unexpectedly at the patient's home after coming back from the hospital. This happened on the day the set had been changed. The set had been used for 1 day. There was no patient injury or medical intervention. The actual sample was available for evaluation.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. The actual sample was discarded. The lot number was not provided; therefore a batch review cannot be conducted. Since no sample was available for evaluation and no further information is available, no root cause can be determined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted upon evaluation completion or if additional information becomes available.